Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
Updated from malfunction to serious injury.

Event description:
New information received states that a surgical intervention is anticipated in the near future.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
New information received states that the ipg was explanted and a new ipg was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was unable to pair with any clinician programmers. The bluetooth on the clinician programmer was confirmed to be working however the device was still unable to be paired. Patient has had no recent surgeries however the patient did have a magnetic resonance imaging (MRI) scan completed at the end of (B)(6) upon which it is unknown if the device was placed into MRI mode. No further information is available at this time.